Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient¿s device had been alerting about every six hours for the past four days. A follow-up investigation revealed that a lead warning had triggered due to a single high/undefined impedance measurement. However, impedance measurements were found to be normal, before and after the incident. During isometric testing, nothing abnormal was observed on electrogram. It was further noted that a dog had jumped up onto the patient near the time of the incident. The patient will continue to be monitored remotely. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.